Manufacturer narrative:
H10: the device was received for evaluation. Internal and external inspection was performed and no issues were noted. A short simulated therapy was successfully performed. An event history log review was performed, the prescription programming revealed the last manual drain was set to ¿no¿ with a programmed last fill volume of 1000ml. Per the homechoice clinician guide, programming the last manual drain to ¿no¿ or programming the uf target for the last manual drain too low may result in an iipv situation due to an incomplete last drain. Based on the device log analysis, the direct cause was determined to be the last manual drain option being set to ¿no¿. The cause of the reported condition was a user error. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the patient experienced shortness of breath in conjunction with abdominal fullness after completing treatment with automated peritoneal dialysis (apd) therapy using a homechoice (hc) cycler. The patient then performed a manual drain of 2400 ml. Review of the therapy log revealed three negative uf volumes during the first three cycles, and that the uf target was not programmed. At the time of this report, the pd therapy was ongoing with continuous ambulatory peritoneal dialysis. The patient¿s outcome was not reported. No additional information was available.